Manufacturer narrative:
The device was received with both tamper seals were intact. Top case is cracked by l-bracket screws. No damage on top case. Plunger head is cracked by screws. The history report showed motor rate error. The device was tested using occlusion test tests unable to duplicate reported problem during occlusion test. The root cause was unable to determine. No physical damaged or contamination was found on the main board and drivetrain assembly. The tech replaced worm coupling for preventive. Performed occlusion test and all functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had a motor error. No patient injury reported.